Event description:
Pt was on ECMO for meconium aspiration pphn. Approx 6 hrs into procedure, became bradycardiac & profoundly acidotic, initially unresponsive to treatment. Labs & clinical picture suggestive of dysfunction between the roller pump & the pt. Roller pump was changed & condition stablilized. No problem discovered on inspection of roller pump.